Event description:
Reporter stated that the surgeon inserted a silicone single piece intraocular lens model aa4203tl in the eye and the lens tore. The surgeon enlarged the incision and removed the lens and placed another lens of the same model in the eye and put in sutures to close the wound.